Event description:
Middle-aged male with history of cad (coronary artery disease) and positive stress test. Procedure: cardiac catheterization, angioplasty and stenting of lad (left anterior descending artery). While performing the angioplasty, the balloon ruptured. Device removed without known harm to patient and another balloon used successfully. Manufacturer response for catheters, transluminal coronary angioplasty, percutaneous, emerge (per site reporter): will obtain.